Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing an extension of fixation range from l3-l4 to l2-l5. The set caps and rod were removed. Screws at l2 and l5 were placed, and reducers/extenders were used to aid when seating the rod. Intra-op, it was observed that one of the reducers/extenders could not stay retained on the tulip of the screw. The physician tried a couple of times but the product wouldn't stay. Then, the alleged product was removed immediately from use and the sterile field, and another one was used from the tray. There were no further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and functional inspection confirmed one set of the head grippers of the extender body is bent from what appears to be overload while trying to angle the screws. Functional check with a sample screw confirmed the extender was not able to engage and attach the screw properly. This type of failure is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.